Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The shafts, collar, and tip were microscopically examined. There were numerous kinks throughout the shafts of the device. The hypotube shaft was separated/broken 115cm from the strain relief and there was also a partial separation of the distal shaft at the collar. The ptfe was the only part holding the collar and distal shaft together. There was a section of shaft in the collar that was damaged. The distal tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the device was kinked. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the catheter was kinked. The procedure was completed with another of the same device. No patient complications reported, patient was stable. However, device analysis revealed that the hypotube shaft was separated. The distal shaft was partially separated from the collar, and the distal tip was damaged.